Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 21:58:18 on (B)(6) 2024. At 05:50:16 on (B)(6) 2024, an arrhythmia was detected. ECG shows an idioventricular rhythm @ 80 bpm degrading to vt @ 100 bpm degrading to fine vf with varying amplitudes. The device properly detected vt/vf. However, the heart rate was below the threshold for treatment and varying amplitude prevented the lifevest from treating the patient the device was shut down at 05:52:42 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the severed cable caused or contributed to the patient death as the electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 21:58:18 on (B)(6) 2024. At 05:50:16 on (B)(6) 2024, an arrhythmia was detected. ECG shows an idioventricular rhythm @ 80 bpm degrading to vt @ 100 bpm degrading to fine vf with varying amplitudes. The device properly detected vt/vf. However, the heart rate was below the threshold for treatment and varying amplitude prevented the lifevest from treating the patient the device was shut down at 05:52:42 on (B)(6) 2024.